Event description:
A home patient's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unknown reason during dwell 1. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.